Event description:
The patient was revised because of notching. The metaglene was loose and the humeral cup was worn.

Manufacturer narrative:
Depuy france reports the analysis concludes to the prosthetics conflict issue. This conflict is favoured by the design of the prosthesis (concept of reverse joint), it can have clinical damage or anatomical origins. The dhrs analysis of the pe cup and of the metaglen shows a conformance with regard to their respective definition. To avoid this risk, the delta xtend reverse joint was changed to integrate this aspect.